Event description:
The customer reported that audio issues with their monitor were occurring. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.